Event description:
It was reported that when introducing the delivery catheter into the introducer sheath, the stent was partially released. The physician was able to remove the delivery system and he had to use another one to continue the procedure. No patient injury reported.

Manufacturer narrative:
This event is being reported because this device is the same or similar to one marketed in the united states PMA#: p070014. The event investigation is currently underway.